Event description:
It was reported that there was plastic debris found after the implantation of the iol into the patient's eye. The plastic debris was removed and the iol was implanted as usual. No additional surgical/medical interventions or delay in procedure were reported. No further information was provided.

Manufacturer narrative:
Sex, weight and ethnicity: unknown/no information provided. Explant date: not applicable, as lens was not explanted. Initial reporter email address: unknown/not provided. (B)(6). The intraocular lens (iol) was not returned for evaluation and as indicated it is not available for return. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Return evaluation: the intraocular lens was not returned for evaluation as it remains implanted. Only the alleged foreign matter was received inside of a specimen vial. The foreign material was sent to eag laboratories for analysis. The foreign material is consistent with polycarbonate which is material that the lens wheel is composed. Polycarbonate is part of the lens case. However, is not possible to determine the origin and/or where the particle came from since the wheel lens case did not return for evaluation. Throughout the manufacturing process there are various process control steps to identify and discard a unit with foreign material loose. The directions for use for model icb00 indicates to examine the lens thoroughly to ensure particles have not become attached to and examine the lens optical surfaces for other defects. If there are any damage or particle the lens cannot be used. A search of non-conformance/corrective action and preventive action (nc/CAPA) for foreign material (related to plastic debris) for lens model icb00 was performed. The search revealed no nc/CAPA related to this complaint. Incoming inspection record for lens pn192051000 (lot c202106179) was also reviewed, there was no deviation and/or discrepancy found. The units were released within specification. Conclusion: foreign material was received and analyzed, and a failure investigation was conducted. Based on the correlation results and that polycarbonate is part of the lens case the complaint issue reported was verified. However, the origin of the material was not determined as the wheel lens case was not returned for evaluation. Although it is not possible determine the foreign material origin, an awareness was conducted to the operators as a notification of the event. No additional action and/or escalation within the quality system is required. Johnson and johnson surgical vision will continue to monitor this type of events. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: section h6 investigation results code has been updated from 3221 which was provided in the initial report, to 213 as an investigation was conducted on the received particle. The results of the investigation on the received particle were reported in follow-up report #1. However, since the device was not received for evaluation, no product problem was found, and the reported complaint cannot be confirmed. Therefore, the results code 213 should have been provided in follow-up report #1. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.